Manufacturer narrative:
Additional information: section h imdrf annex a and mdrf annex g.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed a failure occurred after the recent update to the smartcare-pyxis interface. Although the update was intended to correct pid and pdi handling for crisis workflows, the logic did not function consistently in production. As a result, pyxis did not reliably process visit-level events such as admissions, transfers, and same-day discharge/readmit, creating a risk to medication continuity. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the pdi logic was not behaving as designed after the recent smart care to pyxis interface update. A technical support specialist (tss) confirmed that, from a bd pyxis perspective, the messages crossed correctly and the workflow was functioning as expected. The bn team validated this by having a user confirm that the examples displayed correctly on pyxis. Upon further review of live patients, the bn team identified an example in which the patients admit discharge transfer (adt) messages were not sent to pyxis. Review from the carefusion coordination engine (cce) confirmed that only rde messages were received for the patient and no adt messages were present. Further investigation revealed that the patients adt messages failed due to message formatting issues caused by comments entered in smartcare. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed a failure occurred after the recent update to the smartcare-pyxis interface. Although the update was intended to correct pid and pdi handling for crisis workflows, the logic did not function consistently in production. As a result, pyxis did not reliably process visit-level events such as admissions, transfers, and same-day discharge/readmit, creating a risk to medication continuity. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed a failure occurred after the recent update to the smartcare-pyxis interface. Although the update was intended to correct pid and pdi handling for crisis workflows, the logic did not function consistently in production. As a result, pyxis did not reliably process visit-level events such as admissions, transfers, and same-day discharge/readmit, creating a risk to medication continuity. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed a failure occurred after the recent update to the smartcare-pyxis interface. Although the update was intended to correct pid and pdi handling for crisis workflows, the logic did not function consistently in production. As a result, pyxis did not reliably process visit-level events such as admissions, transfers, and same-day discharge/readmit, creating a risk to medication continuity. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.